Manufacturer narrative:
(B)(6).

Event description:
It was reported that a jelco® optiva® i.v. Catheter was found bent. After the repair of the dressing, the catheter was sectioned with a portion still in the vein of the patient. After an incision, there was vein denudation by the surgeon and the catheter could be removed. No other adverse health effects reported.

Manufacturer narrative:
One jelco® optiva® i.v. Catheter was returned for analysis. The visual analysis of the returned unit showed that the bevel had been cut off. This issue was user induced.